Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information or samples become available, a follow-up report will be submitted.

Event description:
The template for those multiple complaints has been approved and submittedthe ous chr got back to me regarding the translation of the chinese facility name, so I have updated your MDR with the englishname of the facility.

Manufacturer narrative:
(B)(4). The sample is reported to be not available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted.this is a product not distributed in the us and does not have a 510k number.